Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information provided noted the affected side to be the right. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on posterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is a striated edge openings on posterior side due to surgical damage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.